Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have fallen onto insulin pump causing damage to display screen which prevented reading of display screen. Customer reported of only being able to see the battery icon. Customer's blood glucose was 273 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.